Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no causes for the customer reported complaint of leak could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was primed at the pharmacy with an unspecified concentration of hydromorphone and was sent to the pt's home. On an unspecified date, the pump was programmed to deliver a reported 1.6 ml bolus every 10 minutes had the tubing set was loaded into the pump. No further pump programming was provided. It was reported that less than 30 ml of solution had been delivered when solution began to leak every time the homecare pt pushed the bolus button. It was reported that the solution leaked "at the filter with the two little circles, the one closer to the pump, the seal gave out." The pt reported that she applied duct tape at the location of the leak and was able to continue the therapy. The pt stated, "I was using bolus more." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including on what date the tubing set was replaced.